Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic with complaints related to infection. It was confirmed that the patient had developed an infection. The system was explanted. The patient's condition post procedure was stable.